Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that they were hospitalized due to high blood glucose. The customer's son reported that they insulin pump was not delivering insulin. The customer's blood glucose was over 900 mg/dl at the time of incident. The customer's son stated that they gave themselves insulin prior to the hospitalization. The customer's son stated that they were given insulin drip during the hospitalization. The customer's son stated that they were off the insulin pump due to insulin pump issue. The customer's son found out that the time and date was not programmed as well as the insulin pump rewind was never initialized. The customer's son did a correction with the insulin pump at the end of call. The insulin pump will not be returned for analysis.